Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine battery change out, the device header setscrew could not be disengaged from the right atrial (ra) lead. Several wrenches were used to attempt to engage the set screw but was unable to engage. The right atrial (ra) lead was cut and capped. The physician decided against placing a new lead in the atrium and did not replace the lead. The device was then removed and a new single chamber device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a missing grommet, foreign material on the set screw, a missing set screw, and a set screw with a round socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.